Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the fiber identified that the fiber presented a distorted light exiting the connector face and weak aim beam exiting the fiber tip, indicating an internal connector fracture. Microscopic examination also observed burn marks on the connector. The visual inspection concluded that the fiber was received in one piece, there were no defects on fiber body. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. According to the IFU, the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector likely led to the connector component fracture and subsequent overheating results.

Event description:
It was reported that during a procedure, when the fiber was operated with a debris shield, it could not work normally. Due to this, the procedure was completed using another of the same fiber. There were no patient complications. The analysis of the returned device identified an internal connector fracture.